Event description:
It was reported that the device was explanted after switching to safety core mode. A new device was successfully implanted. The explanted device is expected to be returned for analysis. No additional adverse effects to the patient were reported.